Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6) medical center

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on windows update and shown black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (b)(60 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck during a windows update and displayed a black screen. A field service engineer (fse) found a workstation stuck while applying a windows update. Initial troubleshooting involved reseating the all in one (aio) cooler and hard disk drive (hdd) cables and rebooting, but the issue persisted. The tsc agent attempted a repair without success and recommended reimaging. The universal serial bus (usb) reimage process failed with error code 0xc0000001, indicating a likely hdd failure. The fse replaced the hdd, completed the reimage successfully, updated the station name and time zone, and performed a full data sync. The device is now online in remote smart ser vice. The old hdd was returned to the pharmacy, and the escort completed the inventory successfully. A system check was performed and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on windows update and shown black screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.